Event description:
It was reported that inflation could not be maintained on one (1) size 8dct, disposable cannula low pressure cuffed tracheostomy tube. This was detected during pre-insertion testing with no direct pt involvement. Attending staff report that upon visual inspection the inflation line appeared "crimped". It was also reported that the 8dct device will be returned to the MFR for identification, analysis and investigation. As of this submission the reported device has not yet been received by the MFR.